Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry. The probable cause was identified as multiple hardware. Fse performed troubleshooting measures and replaced the reference and both buffer valves, potassium electrode, sample probe, roller tubings, and mixer paddle, followed by an ise decontamination. While this resulted in some improvement, however, the issue still persisted. The fse performed a second replacement of the potassium electrode, which ultimately resolved the issue. As multiple hardware were replaced, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results for one patient sample on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.